Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). Weight unknown/not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the implant was removed due to peri-implantiits. Pain and sweling werereported as a consequence of the event. Patient would have to return for a new implant.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available.g3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available. H6: evaluation codes. H10: additional narrative. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. DHR & sterilization records review: DHR and sterilization records review could not be performed (lot: 00120127). The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review: complaint history review was performed for the reported lot number: (00120127) for similar events (complaint category keyword: peri-implantitis) and no other complaint was identified.

Event description:
No further event information is available at the time of this report.